Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. It was also received with minor scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 115 mg/dl. The customer stated that the display returned after the fourth or fifth battery change. During troubleshooting, the customer stated that the insulin pump had a crack at the battery compartment. The device was returned for analysis.